Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The lesion was located in the proximal right coronary artery (rca). The lesion was treated with a 3.50x16mm taxus express2 stent. In 2005, coronary angiogram revealed 75% stenosis in the proximal rca. The lesion was 3.5mm in diameter and 16mm long. A percutaneous coronary intervention (pci) was performed with an unk balloon. The pt's outcome was resolved and discharged on bayaspirin. Pt's condition listed as "improved."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.